Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The occlusion balloon was inflated to 5mm and the stent was deployed. The occlusion balloon wire was removed from the adapter and the balloon deflated.